Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the device power consumption was increasing in a gradual fashion. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.